Manufacturer narrative:
Investigation summary: mgit 960 sire supplement kit batch 5233041 is composed of mgit 960 sire supplement batch 5170418, mgit 960 streptomycin batch 5156074, mgit 960 isoniazid batch 5155994, mgit 960 rifampin batch 5155995, and mgit 960 ethambutol batch 5155996. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile-filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin, and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogeneous solution. The solution is then sterile-filtered, dispensed into vials, and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make an mgit 960 sire supplement kit (material 245123). The batch history record reviews for component lots, as well as for the sire supplement kit batch #5233041, were satisfactory with no quality notifications generated during manufacturing and inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing, including all sterility and antibiotic susceptibility testing, were satisfactory at the time of release. The complaint history has been reviewed, and no other complaints were received on batch 5233041 for contamination failures. There were no returns or photos available to assist with the investigation. Retention samples of mgit 960 streptomycin batch 5156074, mgit 960 isoniazid batch 5155994, mgit 960 rifampin batch 5155995 were not available for inspection. Retention samples from mgit 960 sire supplement batch 5170418 and mgit 960 ethambutol batch 5155996 were available for investigation and incubated at 20¿25 and 30¿35 degrees celsius and inspected through 7 days to assess contamination. After 7 days, there was no contamination present on the reconstituted drugs or supplement vials. This complaint could not be confirmed for contamination. No contamination was observed from the incubated retention samples and no return samples were available. No additional actions are indicated at this time. Bd will continue to monitor trends for contamination defects.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.